Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working. A technical support specialist (tss) dialed into the server, cleared all unverified barcodes. Tss logged in as cfnadmin, cleared all documents from the affected printer queue via devices and printers, and advised stopping the print spooler service to manually delete any remaining files, then restarted the service and verified functionality by printing a test page. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the printer was not working and was continuously printing without stopping. Intermittent gibberish was observed. However, there were no delays or adverse events or injuries reported based on this event.